Event description:
It was reported that: the locking arm on the baseplate inserter came loose when impacting the implant. Nothing adverse happened and the baseplate was implanted properly with the secondary tibia impactor.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.